Event description:
It was reported that the pump has scratches and cracks on the surface of the touchscreen. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions or outcomes were documented following the reporting of the issue.